Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: na. The manufacturing location for this product is namc. This site is an OEM manufacturing site.

Event description:
It was reported that 25 of the bd fl prot breather cap leaked. The following information was provided by the initial reporter: twenty-five of those parts failed the leak test so all parts have been placed on hold in our system.

Manufacturer narrative:
H6: investigation summary a complaint of product failing the leak test was received from the customer. No samples or photos were returned for investigation. The device history review was performed, including a review of all data collected during in process and quality inspections. The batch involved in this complaint met all acceptable quality levels, were manufactured, and released according to applicable procedures and specifications. No quality notifications were reported for this condition. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 25 of the bd fl prot breather cap leaked. The following information was provided by the initial reporter: twenty-five of those parts failed the leak test so all parts have been placed on hold in our system.